Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 200 mg/dl at the time of the event. While at the hosp, the customer's blood glucose dropped to 70 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer stated that she frequently has problems with air bubbles. The customer rewinds the insulin pump with the reservoir in place. The customer was advised to rewind the insulin pump with an empty reservoir compartment. Nothing further was reported.